Event description:
It was reported that an oily substance was coated on the handpiece. The substance appeared intermittently for over two weeks and now has stopped. There was no patient involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was not returned to the manufacturer for an investigation. The device had been returned on (B)(6) 2010 for an upgrade and no issues were identified concerning the compliant of a leaking substance at that time. Based on the description of the event, it is probable that the cause is due to the user's improper sterilization techniques.